Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose value. Initially the customer's blood glucose was 380 mg/dl, customer's blood glucose at the time of call was 447 mg/dl. She was reading 200 mg/dl. Customer was neither in emergence room, nor admitted into hospital, nor was emergence medical services dispatched as a result of high blood glucose values. The customer experienced symptoms such drop of a cold /tired cranky. Troubleshoot was declined for high blood glucose. The insulin pump is not expected to be returned for analysis.